Event description:
The patient was suffering from chronic pancreatitis with blockages. During a stenting procedure the physician used a wilson-cook tracer metro wire guide to place a zimmon pancreatic stent in the patient's duct. During the stenting procedure the physician advanced the wire guide into the pancreas, inadvertantly perforated the pancreatic duct. This resulted in the formation of a cyst and acute pancreatitis. The stent was successfully placed and the patient underwent follow-up treatment to clear up the pancreatitis and to dissipate the cyst.